Event description:
It was reported that patient contacted the manufacturer¿s representative and stated that they had a possible infection. Symptoms of redness and swelling at the implantable neurostimulator (ins) pocket. The patient was seen on (B)(6) 2014 in the physician's office and a culture of the ins pocket was taken (results were pending at the time of report). The date of the onset of the infection was noted as ¿monday¿ and the diagnosis was pending. It was reported that the patient did receive peri-operative antibiotics were administered (IV) at the time of implant and were being treated with antibiotics at the time of report. The patient status was reported as ongoing and they were to be seen again in the physician¿s office on friday afternoon ((B)(6) 2014). No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 37752, serial# (B)(4), implanted: (B)(6) 2007, product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2007, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2007, product type: lead. (B)(4).

Event description:
Additional information received reported the manufacturer representative spoke with the patient on (B)(6) 2014 and they had no problems or complaints.